Event description:
This is a (B)(6)-year-old gentleman who had finished undergoing a coronary artery bypass operation a couple of hours earlier. He began to have significant bleeding from his mediastinal chest tubes and after factors were given, the bleeding slowed down, but he began to exhibit evidence of early cardiac tamponade. He was therefore brought back to the operating room for washout and acquisition of hemostasis. Cutting of the sternal wires from earlier CABG x 4 (emergent return to or for post-op bleeding). Wire cutter tip broke, x-ray in or did not reveal any residual instrumentation/pieces.what was the original intended procedure?cutting of the sternal wires from earlier CABG x 4 (emergent return to or for post-op bleeding). Wire cutter tip broke, x-ray in or did not reveal any residual instrumentation/pieces.